Event description:
During pediatric robotic laparoscopic nissen fundoplication procedure, the davinci permanent cautery hook sleeve cracked and a section broke off. The piece was retrieved and the instrument removed from the field. The hook had been used eight times.